Event description:
There was an allegation of questionable results from accuchek inform ii meter, serial number (B)(6), compared to another accuchek inform ii meter. At 7:52 a.m., the meter result was 0.9 mmol/l. At 8:00 a.m., the other meter result was 3.2 mmol/l.

Manufacturer narrative:
The meter and strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Sections d9 and h3 were updated. The meter was provided for investigation where it was tested using retention controls. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: level 1: 48, 46, 46 mg/dl level 2: 303, 304, 307 mg/dl the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The patient is a neonate. Per product labeling, "as a matter of good clinical practice, caution is advised in the interpretation of neonate blood glucose values below 50 mg/dl. Please follow the recommendations for follow-up care that have been set by your institution for critical blood glucose values in neonates. Glucose values in neonates suspect for galactosemia should be confirmed by an alternate glucose methodology." The investigation did not identify a product problem. The cause of the event could not be determined.